Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 09614 was returned and analyzed. The external visual inspection of the balloon, shaft, and handle segments identified no anomalies. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. The balloon catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and temperature curve had no oscillations or overshoots. Aguide wire lumen kink was observed inside the balloon segment. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the kink was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system did not recognize the catheter. The electrical umbilical cable was reconnected without resolve. The electrical umbilical cable was replaced without resolve. The balloon catheter deflated and the system integrity test / system flush was reattempted. After a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced to resolve the issue. The new balloon catheter was inserted into the patient and a kink was observed via imaging. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.